Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 368607, batch no. 8333995. It was reported that there was a "leak on the back end" of the product. **unknown date of event** lot 8333995 bd vacutainer® eclipse¿ blood collection needle 21 gauge 1-1/4 inch needles 368607. Looks like leak for the back end. Wondering if there has been a recall on needles or hubs. Are psc is experiencing leaking.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated, and blood inside the holder was observed; however, due to the clarity of the photo it is unable to be determined if there is damage or defects present in the sleeve or the non-patient needle. Additionally, retention samples were selected from bd inventory for visual inspection and functional testing and all samples met the required specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 368607, batch no. 8333995. It was reported that there was a "leak on the back end" of the product. Unknown date of event. Lot 8333995 bd vacutainer® eclipse¿ blood collection needle 21 gauge 1-1/4 inch needles 368607. Looks like leak for the back end. Wondering if there has been a recall on needles or hubs. Are psc is experiencing leaking.